Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient. It was reported that the issue of the device not charging was first observed on (B)(6) 2019. The circumstances that led to the device not charging was that it was slow to charge until it stopped charging all together. No steps have been taken to resolve the issue. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2020-01-22. It was reported the ins was not charging. Possible overdischarge was reviewed. The patient reported he has not charged since summertime. The patient was getting reposition antenna and poor communication on patient programmer. No patient symptoms were reported. The patient was redirected to their healthcare provider (hcp). No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome and spinal pain. The patient reported that their device had stopped charging. No further complications or patient symptoms were reported or anticipated.